Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection, when exchanging the reload, the third reload was connected for use, but the jaws stayed open and could not be closed. The handle was replaced with a new one and the device was able to be used. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative reload. The instrument successfully clamped, cycled fully, opened, articulated and unloaded repeatedly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.